Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new aaa alkaline battery. The customer stated the display did not return. The customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of was unknown. Customer does not want to troubleshoot for low blood glucose will be seeing doctor next week. Customer mentioned that she had blood glucose of 278 and stated she bolus two units with pump about one hour ago and does not need to troubleshoot. Customer called back after receiving battery cap and it doesn't resolved the issue. Customer's blood glucose at time of incident was 278 mg/dl. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.